Manufacturer narrative:
(B)(4). Evaluation, results: kink; moderate tortuosity. Conclusion: moderate tortuosity.

Event description:
An endurant stent graft system was selected for use in a patient for the endovascular treatment of a 5.9 cm fusiform abdominal aortic aneurysm approximately 30 months ago. Vessel morphology was reported that the infrarenal angle was 28 degrees. Aortic neck was 25 mm in diameter at the renals, 30 mm in diameter above the aaa, and 55 mm long. The right iliac artery was severely tortuous, and left iliac was mildly tortuous; iliacs were non-stenosed and 18 mm in diameter on the right and 19 mm diameter on the left. There was also a 20 mm diameter right iliac aneurysm, and a 21 mm in diameter x 5 mm long left iliac aneurysm. It was reported that at the time of implant, there was a technical observation of fabric porosity, although no endoleak was indicated. No intervention was reported. At the 12 month follow-up, no issues were noted, but the left iliac was reportedly moderately tortuous and 19 mm in diameter. The aaa was 4.4 cm in diameter, infrarenal angle was 40 degrees, and the aortic neck was 25-28 mm in diameter, and 48 mm long. At the 24 month follow-up, there was stent graft kinking of the proximal left limb. The left iliac was reportedly moderately tortuous and 20 mm in diameter. The aaa was 5.7 cm in diameter, infrarenal angle was 42 degrees, and the aortic neck was 26-30 mm in diameter, and 48 mm long. No additional clinical sequelae were reported and the patient is fine.